Manufacturer narrative:
Upon further review, (B)(4) also applies to this event.

Event description:
Additional information received from the consumer regarding steps taken to resolve the previously reported issues of pain and difficulties recharging the implantable neurostimulator (ins) reported that the patient was having no luck and it was not working. It was noted that the patient had not heard back from the healthcare professional. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported there was poor communication. The patient had a rechargeable device, but was unable to communicate with the implantable neurostimulator recharger (insr). The last time the patient felt stimulation or successfully recharged was five months prior to this report, approximately (B)(6) 2015. It was noted the reason for not recharging was because the device had worked fine, then all of a sudden, it wouldn't recharge. The patient noted that his device was supposed to be replaced and that his doctor had told him it would only last two years. It was reviewed with the patient that his rechargeable device is supposed to last nine years. The patient also noted that he could not handle pain, that he had a prosthetic leg, and that he had broken his back in 2009, which was prior to the implant of his device. Additional information received from the patient reported steps taken to resolve his pain and difficulties charging included living with the pain and just not moving very much. The stimulator would not take charge and would not work. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.